Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump alarmed ?cassette not properly attached, reattach". No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Customer problem confirmed in that the pump would intermittently go into a ?no disposable? Alarm during the nd test. The pumps downstream occlusion sensor containing the detection switch was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.